Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed a severed lead in 2 segments, approximately 5.5 cm from the terminal pin. This type of damage is consistent with repeated stress over time. The extracting stylet was also found stuck in the distal segment. Outer insulation damage was noted in the middle section of the lead, likely from the extraction tool. The reported product issue was possibly related to the lead damage observed by the laboratory.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted, due to an unknown issue, during a pacemaker replacement procedure. The exact issue is not known and no additional information has been received, to date. No adverse patient effects were reported.